Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and tooth extraction ("4 teeth gone in the past year") and experienced tooth fracture ("another tooth just chipped/teeth breaking") and amnesia ("I still have trouble remembering things"). The patient was treated with surgery (she had essure removed.). Essure was removed. At the time of the report, the medical device removal, tooth extraction, tooth fracture and amnesia outcome was unknown. The reporter considered amnesia, medical device removal, tooth extraction and tooth fracture to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received. Reporter added. Added event I still have trouble remembering things and medical device removal. On 23-mar-2020: social media report received. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.